Manufacturer narrative:
The download data indicates the device ran 129 pulses. During the investigation, fluid failed to pass through the fluid path upon rotation of the ratchet gear. Found the clutch spring was still being held by the spring latch. The plunger did not move and push the insulin through the fluid path when the ratchet gear rotated. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod on the arm between 4 and 24 hours. A new pod was applied as treatment.